Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, unknown concentration at unknown drug and other drug, unknown concentration at unknown drug via intrathecal drug delivery pump for spinal pain. It was reported that patient's healthcare professional (hcp) wouldn't adjust her medication. Only a couple of months were ok and that was 4 to 5 months in. Now, at least one time per day patient was in so much pain and she wanted to loose her mind another minute, might as well be an eternity in hell. Patient's pain was getting worse, escalated and escalated and escalated and no one should have to live like that. Later the consumer said it was not working. The medication had been increased steadily. Patient's hcp was aware he acted like pt was melodramatic and hcp said he could not increase the fentanyl or the frequency or she would be knocked out. Prior to the surgery patient was on 25 microgram patches like she had been for 3 or 4 years and they gave her norco after surgery and she could not take them it made her throw up and the spasms were agony after the surgery so she came through the surgery with pretty much nothing. The consumer could see in patient's face at least once a day patient was wild like ready to loose her mind no one should go through that. Refer to pe (B)(4) for details pertaining to bolus lock out.